Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display was black and unable to read the screen. When battery was reinserted, the screen came back on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 28-feb-2018 - device evaluation: the device has been returned and evaluated by product analysis on 14-feb-2018 with the following findings: during the investigation, the blank screen display was unable to be duplicated. Unrelated to the original complaint, the display was found to be dim with reddish text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.